Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent handling during sheath removal caused the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to use, the stents of two separate 3x48mm xience pro 48 stent delivery systems (sds) dislodged from the balloon and were noted in the protective sheath. The devices were not used and there was no patient involvement. An unspecified xience pro 48 stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.